Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an error 10, this issue has happened three times even when calibrated. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) had error #10. It is unknown if patient was involved. A getinge field service engineer (fse) evaluated and replaced the (B)(4) high pressure transducer 3500 psig and calibrated transducer. Performed a full pm per manufacture specification, unit passed all test. Upon completion of testing. Fse found the time and date to be wrong. He checked the log history and found log files corrupted and distorted. He replaced ((B)(4)) executive processor board. He performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.